Manufacturer narrative:
Additional information was provided in d.4., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company, 20.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, monofocal, 20.5 diopter lens. The product has not been received to evaluate. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced poor quality of vision. The iol was exchanged for another lens model- monofocal lens 4 months 19 days following the initial implant procedure. Additional information has been received stating no harm after replacement.